Event description:
Consumer complaint of high blood results. The customer calling concern with the results he is getting compare to his competitor meter. The most recent results obtained in the meter memory: (B)(6) 08:43am 171mg/dl, (B)(6) 08:39am 178mg/dl, (B)(6) 10:00am 139mg/dl, (B)(6) 04:39pm 227mg/dl, (B)(6) 08:43am 216mg/dl, (B)(6) 08:47pm 359mg/dl, (B)(6) 03:24pm 115mg/dl, (B)(6) 03:17pm 271mg/dl. (B)(6) 08:09am 120mg/dl. Customer's expected range is 120 mg/dl-130mg/ dl fasting. Customer ran back to back blood test. The 239mg/dl and 250mg/dl. The customer rang back to back test on his competitor meter and got 165mg/dl and 152mg/dl, but he had just eaten. Based on the customers expected results 120mg/dl and the highest result in memory 359mg/dl, the complaint is reportable. Adverse event not reported.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had inaccurate reference.